Manufacturer narrative:
According to the facility a foley catheter was placed on 6/18 for urinary retention. Per the facility the patient felt a 'pop' and the foley catheter came out, requiring a replacement catheter. Per the facility the balloon had a slit on the side. According to the facility the balloon was not tested prior to inflation, but the catheter was placed without difficulty and the balloon was inflated with 10ml's of normal saline and secured to the patient's leg. The device is available and has been requested to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility a foley catheter was placed on 6/18 for urinary retention. Per the facility the patient felt a 'pop' and the foley catheter came out, requiring a replacement catheter.